Manufacturer narrative:
Method - a review of the manufacturing records has been conducted. Results: the manufacturing records review verified that the lots met all pre-release specifications.

Event description:
On (B)(6) 2009, the patient underwent treatment for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. On (B)(6) 2011, the patient underwent surgery for ligation of the ima. The patient tolerated the procedure, and the endoleak was resolved.